Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 365 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to loose flush drive support disk. Unable to perform excessive no delivery or occlusion test due to a33 alarms. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump has cracked case at battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.